Event description:
Note: this report pertains to two of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04735 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a variceal banding procedure, in the patient's esophagus, on (B)(6) 2009. According to the complainant, during the procedure, multiple bands came off at the same time when using the first device. This device was removed with the scope and a second speedband superview super 7 multiple band ligator was used. Although multiple bands came off at the same time using the second device, the physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).